Event description:
The customer complained of an issue with a coaguchek xs meter serial number (B)(4) that could impact the interpretation of results. The customer initially called stated that the meter would not power on at all. Prior to not powering on, the customer stated that the meter displayed an "error 8" alarm message, which indicates an error occurred during the internal diagnostic testing of the meter. The customer performed troubleshooting on the meter but was not able to get the meter to power on. The customer stated that prior to the "error 8" message that the screen was shaking and that there were segments missing in the results field of the display. There was no allegation that any patient results were affected and there was no allegation of an adverse event. The meter has been requested for return. Replacement product has been sent.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.